Event description:
The customer's healthcare provider determined that "site pulling" was the cause of the reported occlusions. The design of the infusion set clip was why the customer was tugging at the infusion set site and dislodging the cannula. The hcp recommended to change the type of infusion set.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged between 200-300 mg/dl and a correction bolus was delivered to address the high bg level. After the last alarms, the customer either resumed insulin delivery or changed the supplies on the pump. As the occlusion alarm was not occurring at the time tandem technical support was contacted, a system check to determine a possible cause of the occlusion was unable to be performed.